Event description:
It was reported that a power on reset (por) condition occurred. It was noted that the physician 'did not actually see the por message, nor did the internal neurostimulator (ins) present the por settings, but the serial number (sn) had been erased at some point.' It was noted that the physician had limited information regarding the issue. It was stated that the por condition occurred between (B)(6) 2012. It was noted that the 'patient had not been seen by anyone else since that point.' It was further noted that 'no procedures reported could have caused the por and the battery measurement was 2.64 volts.' The patient's ins was on. It was further reported that the impedance check revealed measurements of less than 250 ohms. A possible short circuit and possible reasoning was discussed. It was noted that the patient had a 'short between contact 4 and 7, with an impedance value of 61 ohms.' It was further noted that 'until recently they had been able to successfully program around it, but in the last 3 months the patient had started to complain of intermittent shocking, numbness and paresthesias on the contralateral side of the skull.' It was noted that x-rays would be performed on the patient, and she would have a consultation with a surgeon to address these issues. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a66, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot# v006341, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot# v006339, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional information stated that prior to replacement, an impedance test was ran and found a ¿majority¿ of impedances were ¿less than 17 and 714 ohms.¿ it was noted the patient¿s device was at 2.29 volts at explant. Additional information stated the patient¿s clinic had their device and it would not be returned.

Manufacturer narrative:
(B)(4).